Event description:
It was reported that an ilet user experienced absence of sensor glucose readings because the dexcom g7 continuous glucose monitor (cgm) sensor had been started in the dexcom app but not paired to the ilet, resulting in the device displaying dosing stops soon and cgm not paired notices. No adverse clinical symptoms reported. Outcomes included interruption of automated dosing pending cgm pairing. User support included customer support troubleshooting and device education, during which the user was guided to start and pair the dexcom g7 sensor on the ilet using the provided pairing code. Investigation of this case revealed user setup error with incorrect or incomplete pairing workflow for the g7, and device performance was restored once the sensor was properly paired. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device setup and use.